Event description:
Hole in gum [gingival disorder]. Hurts - mouth [oral pain]. Brush heads break in mouth [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer contacted via phone and stated that the brush heads broke in his/her mouth. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Hole in gum [gingival disorder]. Hurts - mouth [oral pain]. Brush heads break in mouth [device breakage]. Consumer contacted via phone and stated that the brush heads broke in his/her mouth. No serious injury was reported.